Manufacturer narrative:
(B)(4). The lot was manufactured from august 7, 2015 to august 9, 2015. The device was returned for evaluation. The device contained 190 ml of liquid in its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse properly. The device was filled with 4200 mg of fluorouracil in 230 ml of 0.9% sodium chloride 0.9%. The device was attached to the patient's peripherally inserted central catheter (PICC) line. After 40 hours, the balloon was not deflated. The device was left attached for 46 hours. On inspection, the patient's PICC line had a small kink. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Information received 14th january 2016. The product did flow on disconnection from the patient. The product was attached at 4pm on the (B)(6) 2016 and was disconnected at 2:30pm on the (B)(6) 2016. The flow restrictor was not taped directly to the patient skin. The product was at patient's waist. Patient had a PICC-5french located in upper right arm. It was stated other infusions were performed through the same access system and were no issues were noted. The lot of the infusor was confirmed to be 15h024.